Event description:
It was reported that a home patient (hp) experienced a use error regarding a homechoice cassette during peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that the patient line was not completely primed prior to connecting. The action taken to complete dianeal therapy was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.